Event description:
The reporter stated that the aa4203tl single piece silicone lens with toric optic was received with one lens haptic torn. No patient contact or injury.

Manufacturer narrative:
H6: evaluation codes: (other): a work order search was performed for the lens. Results - (other): visual inspection of the returned product showed that one lens haptic has a piece torn off and missing. Clear surgical residue/debris on the product. A lens work order search was performed for the lens and no similar complaint was found within the search. Conclusion - (no conclusion can be drawn): based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined.